Event description:
It was reported that there was damage to the pump housing around the usb port, which affected the customer's ability to charge the pump. There was no reported impact on the customer¿s blood glucose level. Technical support arranged to replace the pump, as it was still under warranty, and instructed the customer to put the pump into storage mode before returning it. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.